Event description:
It was reported that device diagnostics at an office visit resulted in a high impedance reading. The patient was seen again at which time the high impedance was seen again. It was reported that the patient chose not to have the device programmed off at that time as they will be away on vacation, but that the patient would be seen the following week to program the device off. It was reported that the patient was referred to surgery. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.